Manufacturer narrative:
(B)(4). Date sent: 6/9/2021 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the snghk device was received with the blade outer sheath cracked at the torque wrench area. In addition, the blade was noted with no apparent damage. Due to the condition of the device returned the reported event was confirmed. When tested for functionality, the device could not be torqued into the hand piece due to the damage of the outer sheath at the torque wrench area. The damage of the device could have contributed to the assembly and disassembly issues reported. Due to the damage at the outer sheath, this do not allow to use the torque wrench when try to assemble and disassemble of the device with the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: u4007k. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during an open CABG, when tightening the blade on the hp blue, the sheath broke. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.